Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that the patient called out to nurses station because the pump was beeping. The rn went to bedside and found that the pump that was infusing oxytocin (pitocin) 300 milliunits/500ml (rate: 22milliunits/minute, 22ml/hr) was alarming "channel error". The rn assessed the line and noticed that the oxytocin was dripping quickly but the pump was not programmed and was just flashing "red". The rn immediately clamped line and turned the pump off. The rn assessed the patient, her uterus was extremely firm upon palpation and the fetal heart tone dropped to below baseline (prolonged deceleration). The rn called for help and terbutaline was administered subcutaneously. The fetal heart tones returned to baseline after the intervention. The patient was placed in "hands-to-knee" position and the physician was notified. It was then reported that the baby was delivered vaginally at 2315. The baby's apgar score at 1 minute mark was "8" and at 5 minute mark, the score was "9". This report captures the adverse event on the mother. For the adverse event report on the fetus, please refer to (B)(4).

Manufacturer narrative:
Manufacturer narrative: a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the patient called out to nurses station because the pump was beeping. The rn went to bedside and found that the pump that was infusing oxytocin (pitocin) 300 milliunits/500ml (rate: 22milliunits/minute, 22ml/hr) was alarming "channel error". The rn assessed the line and noticed that the oxytocin was dripping quickly but the pump was not programmed and was just flashing "red". The rn immediately clamped line and turned the pump off. The rn assessed the patient, her uterus was extremely firm upon palpation and the fetal heart tone dropped to below baseline (prolonged deceleration). The rn called for help and terbutaline was administered subcutaneously. The fetal heart tones returned to baseline after the intervention. The patient was placed in "hands-to-knee" position and the physician was notified. It was then reported that the baby was delivered vaginally at 2315. The baby's apgar score at 1 minute mark was "8" and at 5 minute mark, the score was "9". This report captures the adverse event on the mother. For the adverse event report on the fetus, please refer to pr 3470086.